Manufacturer narrative:
An evaluation of this handpiece found collet failure and nose bearing was broken. The unit also failed hi-potential test, short in the motor, and safe slide worn. Further testing found the unit stopped working before temperature testing could be completed. Service records indicate this unit was overdue for pm based on the last service/repair date of (B)(6), 2010. The instruction manual informs the user of a 6 months service interval for this device. The condition of the device is consistent with expected wear and or questionable user handling/maintenance. The involved bur guard was not returned for evaluation. The handpiece instruction manual warns the user: prior to each use, all instruments & accessories must be inspected for proper operation. Overheating might occur if the instrument or accessory bearings are worn or not kept cleaned. Continually check all parts of the instrument or its attachments for overheating. If overheating occurs, discontinue use & return the equipment for service. In addition, overheating may occur if the bearing in the tip of the bur guard is worn, possibly causing serious burn to the patient's tissue. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard should be sent for repair immediately. Do not use. As certain internal components (bearings) are known to degrade overtime, conmed linvatec recommends a service interval for this handpiece & its associated bur guards every 6 months. Failure to follow this service schedule may result in overheating or damage to the handpiece and/or bur guard, and may result in burn injury to the patient or medical personnel.

Event description:
The customer reported that during use of this drill in a wisdom teeth extraction procedure, the handpiece started to get hot just as the last wisdom teeth was being removed and resulted in a small 2nd degree burn on the patient's outer lower lip. The user reported that the heat was felt on the shaft (handle) through his glove/hand. This was confirmed by the surgical assistant. However, when the procedure resumed and the handpiece restarted, it became really hot and melted the user's glove and also burned the patient's outer lower lip. Another handpiece was then used and the case completed as intended. The burn was described as 1st degree burn for the most part in an area smaller than a quarter. However, the surgeon stated that there is a tiny area in the center that can be regarded as a 2nd degree burn. Ice was applied to the burn area during the first 15 minutes and after that vaseline was used. Post operative visit confirmed that the patient was doing fine and had been instructed to continue using vaseline to treat the burn area.